Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b3 d4 g2. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for removal: was captured incorrectly in the previous medwatch. The correct reason for removal initially was contralateral events of "capsular contracture to the implant with a trace of peri-implant fluid on the left side. Surgeon comments bi-lateral removal."

Event description:
Healthcare professional initially reported right side implant exchange with no complaint against the device. Healthcare professional later reported "breast pain, peri-implant fluid and capsular contracture," baker grade IV. Device has been explanted.

Event description:
Healthcare professional initially reported right side implant exchange with no complaint against the device. Healthcare professional later reported "breast pain, peri-implant fluid and capsular contracture," baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange. (B)(4).